Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rectocele repair and cystoscopy; due to sui and symptomatic rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary/ bowel problems and neuromuscular problems. It was reported that the patient underwent mesh removal in 2005 due to recurrence. It was reported that the patient underwent hysterectomy procedure on (B)(6) 2008. It was reported that the patient underwent a gynecological procedures on (B)(6) 2004 and 06/16/2004 and mesh was released concurrently with closure of non-healing vaginal area. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent vacuum curettage and pelviscopy with distal right salpingectomy and removal of ectopic pregnancy and closure of non-healing vaginal incision over mesh tape on (B)(6) 2004 due to incomplete abortion versus ectopic pregnancy, non-healing vaginal incision. It was reported that patient underwent pelviscopy and lysis of right adnexal to omental adhesions on (B)(6) 2004 due to adhesions versus endometriosis. It was reported that patient underwent total laparoscopic hysterectomy and bso on (B)(6) 2008 due to menorrhagia and pelvic pain. No additional information was provided.